Event description:
Report received from abbott international affiliate of a leaking tubing. Report states "customer reported a leaking tubing. It was described as leaking that appeared at the filter. It appears to be leaking from the upper part of the filter. The incident occurred within 24 hours of attaching the tubing. The incident occurred at the customer's home. The nurse went to the home and changed the tubing. There was no consequence to the patient. Customer states no further information." Additional information was requested by the abbott international affiliate, but no further information was available.